Event description:
It was reported that during a percutaneous angioplasty and stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the non-tortuous and non-calcified right subclavian. This 7.0x30x135cm express ld stent was advanced through another manufacturers' introducer sheath to the lesion. It was determined prior to deployment that the stent was too long for the lesion. The stent delivery system (sds), with stent, was withdrawn to exchange for a shorter stent. During withdrawal of the sds, the stent dislodged inside the introducer sheath. This was noticed once the sds was withdrawn from the patient without the stent and the introducer sheath was removed with the stent inside. The procedure was completed with another introducer sheath and another express ld stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).